Event description:
The reporter called and alleged a discrepant result when compared to the lab for two pts. The reported device result was >8.0 inr in 2006 and 7.0 inr nine days earlier. The corresponding lab results reported were 4.73 and 4.86 inr. The first pt's coumadin was held two days and the second pt's coumadin was held for one day. The device was replaced and requested to be returned for eval.